Event description:
It was reported that while using the bd plastipak¿ syringes a foreign body was inside the syringe. The following was received by the initial reporter: when aspirating sf, a foreign body was noticed inside the syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. See h10.

Event description:
It was reported that while using the bd plastipak¿ syringes a foreign body was inside the syringe. The following was received by the initial reporter: when aspirating sf, a foreign body was noticed inside the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.